Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the right ventricular (rv) lead did not perform as intended. The lead was returned to the manufacturer. Patient involvement is unknown.